Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition confirmed the reported difficult device removal due to foot retraction issue. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A search of the lot history record for the reported lot revealed no non-conformances associated with this lot. A review of the complaint database for this lot did not reveal any indication of a lot specific product quality deficiency. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that suture placement was successful with four proglide devices in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair procedure. The arteriotomy was a 6f and upsized to a 15f for the aaa procedure. Reportedly, the foot would not park (retract into device) with one of the proglide devices after suture deployment. After several "opening and closing" of the foot lever, the device was manipulated and ultimately removed from the vessel. The foot remained open after removal and there was no reported vessel damage. Another proglide suture was deployed using the preclose technique. The aaa repair procedure was completed and hemostasis was successfully achieved using the four pre-placed proglide sutures. There were no adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.